Manufacturer narrative:
Reliability analysis inspected 1 opened enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is in adhesive patch. The sensor was unable to confirm sensor in said condition due to customer returned opened.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 113 mg/dl. The customer stated that she had issues with the sensor insertions. The customer stated that when she removed the needle hub, it was hard to remove. The customer stated that the transmitter does not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer stated that the sensor cannula is pulled up. The customer stated that there is a 60 degree bent above the plastic casing. The customer stated that she received a lost sensor. The customer will be sent a replacement sensor.